Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during pars plana vitrectomy (ppv) surgery, the vitrector was not cutting when used with the ophthalmic system, and an unusual sound was observed. The surgery was completed after rebooting the system and recalibrating the eighth cutter, and there was no patient harm. This report pertains to ophthalmic system involved for this reported event.